Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the black box shows several unexpected por events. A returned battery/cartridge caps were used during investigation. The battery compartment is undamaged. The battery cap is able to fit securely, cap contacts measurements are within specifications. The audio bolus button cover is torn, the bolus button is properly responding. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation. The product performs within specifications. Investigatores were unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.